Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the nurse who cared for the patient assured that the pca (patient-controlled analgesia) bag only had 10-15 cc of content (meaning that the pump infused 80-85 ml of the total content). However, the device showed an administered volume of 10.5 mg/20.5 ml, and a deposit volume of 77.4 ml. As per the report, the patient, using the cadd pump with a preset reduced model program, presented symptoms of drowsiness and desaturation, and showed improvement with the administration of naloxone. The medication involved in the event was 1 mg/ml morphine diluted in 100 cc of saline solution. It was not a continuous infusion, but rather a medication administered solely in pca format. There was patient involvement, delay in therapy, and no adverse event reported.

Manufacturer narrative:
Received one device. The cause of the reported issue was unable to be determined or verified through evidence and test methods available. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.